Event description:
It was reported by the provider that the end user drove off a van ramp before it was done lowering to the ground. Provider states the chair seat frame and suspension is broken. Provider stated no injury to the end user, no additional information provided.